Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak while removing their cassette in a recent treatment. The patient reported receiving an air detected in cassette alarm during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event occurred on (B)(6) 2021. The patient received multiple air detected in cassette alarms during fill 5 of 5 of treatment and treatment was cancelled. The fluid leak was found leaking down the lines of the liberty cycler set and underneath the bottom of the cassette door. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage. The serial number label on the top cover was faded. There were visual indications of dried fluid encountered within the cassette compartment and pump door and particulates around the catch post area and cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A post-accelerated stress test (ast) simulated treatment was performed and failed due to encountered drain line is blocked message during connect solutions of step 2. The simulated treatment was canceled to investigate the failure. The failure was due to a clogged filters hp1, hp2 and hp3, filters were replaced. A post- ast 2-hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems after replacing the filters. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. The mushroom heads check passed. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. Fluid was found in clogged hp1, hp2 and hp3 filters in the pneumatic lines. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak while removing their cassette in a recent treatment. The patient reported receiving an air detected in cassette alarm during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event occurred on 08/01/2021. The patient received multiple air detected in cassette alarms during fill 5 of 5 of treatment and treatment was cancelled. The fluid leak was found leaking down the lines of the liberty cycler set and underneath the bottom of the cassette door. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is scheduled to be returned to the manufacturer for physical evaluation.